Event description:
Dr. (B)(6) called to let us know that the drive line on patient (B)(6) had cracked and they replaced it. The drive line was replaced without incidence. The patient was not affected by the incidence. The patient remained stable and the pump function was not affected.

Manufacturer narrative:
Exemption number: (B)(4). Berlin heart (B)(4) (importer) is submitting the report on behalf of berlin heart (B)(4) (manufacturer). The excor driving tube lot 00015885 was used from 2013-(B)(6) to 2013-(B)(6) for 8 months. Review of the lot history record for this lot and the manufacturing process did not show any discrepancy or any problem related to manufacturing process. Failure investigation is undergoing but has not yet been completed.